Event description:
It was reported to philips that the unit is not charging the battery when powered by ac charger. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.